Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported through remote transmission that alerts of non-sustained lead noise were observed. It was noted that the noise came in small bursts. Emi was suspected, but the patient did not verify being around emi. Programming changes were made and the noise went away. The lead remains implanted. It was noted that the patient condition was not very well as a result of an unrelated lv lead dislodgement.